Manufacturer narrative:
Evaluation summary: one used scd396 sonicision ultrasonic dissector was returned, and evaluation of the sample confirmed the issue with a detached component. Visual inspection of the disposable handpiece revealed that the static waveguide of the jaws had broken off. The broken area was inspected under magnification to identify the point of initial contact and fracture. The investigation concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide shows signs of contact with a hard metallic object such as a hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system cautions users that contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. It also cautions users to inspect the device for damage before use, and not to use the device if damage is found.

Event description:
The customer reported that an alarm issue occurred with the device. No patient injury occurred, and no piece of the device fell within the patient cavity. Examination of the returned sample by medtronic found a piece of the waveguide had broken off.